Event description:
Procedure: colostomy reversal and repair of parastomal hernia. According to the reporter: the product was removed and the top was sent to pathology as it had not incorporated. Another piece of permacol was implanted. It was reported that the patient was not having difficulties with the product, but it was an operative finding by the surgeon.